Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The parent reported that the patient's blood glucose level increased to greater than 250 mg/dl while wearing the pod for an undisclosed time. It was reported that after applying the pod, they noticed the cannula was outside the skin. No treatment information was provided.